Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed share log review and log displayed a connection loss. Performed a pairing test with a (B)(4). Bluetooth and passed. The problem is confirmed because the share log displays a connection loss gap within the investigation window. Defect was not found to be the transmitter..the reported event of loss of connection was confirmed a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.